Event description:
It was reported that during a total laparoscopic hysterectomy, they were on the left uterine artery and went to activate and fire; the I-blade could not pick up the track of the top jaw. The non-fixed jaw appeared to be loose and broken. The device was stuck on tissue and had to be pulled off. A bipolar kleppinger had to be used to complete the case with the harmonic. There were not patient consequences.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Visual inspection showed no damaged or missing parts. The jaw was slightly skewed, and appears to have been cycled on thick tissue / undergone some heavy loads. Although the jaw appeared to be slightly skewed, the device functions as intended per electrical testing and functional testing. All tones were heard and there were no yellow alert screens. Aperture width meets requirements. The device passed all testing requirements. The device opened and closed as expected, without excessive force. The appearance of the jaws suggests thick and fibrous tissues may not have been allowed to denature prior to I-blade advancement, or the user attempted to grasp on or advance the knife on too much tissue. The IFU warns to grasp only as much tissue as will fit between the jaws where the current will pass. Greater amounts of tissue require more closing handle force. Excessive force could damage the device.